Manufacturer narrative:
The device was returned and evaluated, and the investigation for the reported controller error (yellow alarm) has been completed. The device logs confirmed the reported failure mode. Console was tested thoroughly by running a known-good pump and purge unit, and the failure was not reproduced. The event history logs were reviewed and confirmed the reported failure modes. Aside from the purge-related issues which were due to the purge cassette, the console also issued a controller error due to bad opm digital communication, resulting in an invalid placement signal. Real time event logs confirmed the opm-related signals went invalid to a value of -16k. The cause of the controller error (opm communication crc error) was unable to be determined because the issue was unable to be reproduced. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. During support, the automated impella controller (aic) produced a "control unit failure" alarm. The alarm quickly resolved on its own, though the position waveform was not available when the alarm appeared. There was no patient harm reported for the reported issue, and no further intervention was needed for the aic. The patient later expired due to acute heart failure. No allegations were made towards the impella for cause of death. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).